Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is overheating. After turning off the power and starting it up again, the problem disappeared, but the use of the device was stopped just in case and it was replaced with another device. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported malfunction. The fse replaced the threaded probe temperature sensor ((B)(6)) as a precautionary measure. The fse cleaned the scroll compressor and the two fans on the front console. The fse performed a functional check, driving test, and an electrical safety test. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is overheating. After turning off the power and starting it up again, the problem disappeared, but the use of the device was stopped just in case and it was replaced with another device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.